Event description:
It was reported the device was used during a paraesophageal hernia procedure. It was reported the mcl20 fired successfully, then clips began to scissor on subsequent firings. An mcm20 was introduced to complete the procedure. There was no pt consequence.